Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. There was an unk liquid cleaned from the system during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system had a oil leak and poor image quality. No patient injury was reported.